Event description:
It was reported that while using one (1) bd vacutainer® sst¿ blood collection tube, the customer noticed broken tube contaminating the centrifuge and the track trolley. No patient or user impact reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. These photos show cracked tubing containing blood. A total of 30 retained samples underwent visual inspection for damages, and all passed the inspection. Additionally, 10 retained samples underwent functional tests for brittleness, with one sample failing the test. A review of the device history record indicated a quality notification was raised for this issue. However, all lots passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: broken leaking. No definitive root cause from the manufacturing process has been identified as a contributor to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® sst¿ blood collection tube, the customer noticed broken tube contaminating the centrifuge and the track trolley. No patient or user impact reported.